Event description:
It was reported that during a non-related procedure, a tantalum marker detachment was discovered from a stent graft. No efforts were made to attempt a retrieval of the tantalum marker; there are no plans of this time for the retrieval of the tantalum marker. There is no reported pt injury.

Manufacturer narrative:
As a lot number was not provided, a review of the device history record cannot be performed. The investigation is currently underway.